Event description:
It was reported that an ilet user experienced elevated blood glucose of 246 mg/dl after a missed meal announcement, and the user was advised not to announce the meal and to allow the system¿s correction doses to bring glucose into range, indicating a use-related issue rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper procedure related to the user interface and a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.